Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis was performed, and it was found that this patient was in supraventricular tachycardia and the increase in power consumption was due to high rate atrial and ventricular sensing. No adverse patient effects were reported. This pacemaker remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis was performed, and it was found that this patient was in supraventricular tachycardia and the increase in power consumption was due to high rate atrial and ventricular sensing. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1: initial reporter email. Correction to field bsc aware date to 04/13/2021. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis was performed, and it was found that this patient was in supraventricular tachycardia and the increase in power consumption was due to high rate atrial and ventricular sensing. No adverse patient effects were reported. This pacemaker remains in-service.